Manufacturer narrative:
This report is submitted on april 13, 2022.

Event description:
Per the clinic, the patient experienced an (B)(6) infection at implant site since (B)(6) 2021. Subsequently, the patient was hospitalized from (B)(6) 2021 until (B)(6) 2022 and the patient was treated with IV antibiotics during hospitalization. Due to reappearance of purulent secretion, the patient was treated again with oral antibiotics from (B)(6) 2022) and from (B)(6) 2022). The patient also underwent a skin revision surgery on (B)(6) 2022 to clean and remove the damaged tissue at the infected area. However, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced extrusion at the implant site, exposing the receiver/stimulator (specific date not reported). Correction: d6b as previously reported in initial MDR is incorrect. It was (B)(6) 2022. This report is submitted on may 11, 2022.